Manufacturer narrative:
(B)(4).

Event description:
During a lead extraction of 4 ICD leads, a hemodynamic change was noted. A sternotomy was performed and repair of 1.5 inch svc tear conducted. The patient survived the procedure.